Manufacturer narrative:
(B)(4). Batch # 441a98. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that one ecr60d reload was received. The reload was received fully fired and with damage on reload deck. No functional test was performed due to the condition of the reload. The event described could not be confirmed as the reload was received fully fired. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: ensure battery pack is fully inserted into the device. An audible click will be heard when the battery pack is fully inserted (the instrument must be used within 12 hours of inserting the battery pack, the battery pack contains a built-in battery drain). Insert the reload by sliding it against the bottom of the cartridge jaw until the cartridge alignment tab stops in the reload alignment slot. Snap the reload securely in place. Remove the staple retaining cap and discard. Close the jaws of the instrument by squeezing the closing trigger until it locks in place. An audible click indicates that the closing trigger and the jaws are locked. When the jaws of the instrument are closed, the red firing trigger lock and firing trigger are exposed. Pull back the red firing-trigger lock to enable the firing trigger to be pulled. Fire the instrument by pulling the firing trigger; the motor will activate audibly. Continue to depress the trigger until the motor stops. To complete the firing sequence, release the firing trigger to activate the motor and automatically return the knife to home position where the motor will stop. In this position, the instrument is locked out until the jaws are opened and re-closed. The damage to the reload is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot and batch number, and no non-conformances were identified.

Event description:
It was reported that during the surgery, it could not fire. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.